Event description:
Revision was approximately 12 years, 8 months after implant. Revision operative report of 27 may 2021- preoperative diagnosis of right tka infection. Removal of right total knee and insertion spacer of competitor's devices. Indications: this is a 82 y.o. Year old with loosening and infection of tka prosthesis. The fluid did appear cloudy and consistent with infection. Polyethylene was removed to gain exposure. Using a saw and osteotomes the femoral component was easily removed. No significant bone loss occurred. The tibial component was removed. No significant bone loss was achieved. Inspection of the bone did show a fistula in the anterior femur that was noted. Evidence of osteolysis at the medial plateau was also noted. The patella was exposed and it was easily removed. Patient was taken to recovery room in stable condition. There is no additional information available. As reported, approximately 12 years and 8 months since initial implant, this male patient with (bmi 33.0) underwent right side tka and was implanted with an exactech logic tibia ps mod insrt, the patient underwent revision of the insert due to infection. No additional information is available or forthcoming. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, loosening, infection and/or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.